Event description:
New information indicates that the pacemaker was explanted and replaced on 13 oct 2025. The patient condition was fine before, during, and after the procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.